Event description:
It was reported that a locator had the screw broke off and when removing it . They believe the implant got damaged as they can¿t re-seat a new locator abutment. Part of a of a 4 unit locator overdenture case.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Device remains implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,4.1,10,mtx,mg (tsvt4b10) was not returned for investigation. Visual inspection could not be performed. The alleged fracture unknown locator screw was not returned. The investigation has been performed based on the available information using the implant item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. The scope of this investigation is for the core product (tsvt4b10) the unknown locator screw will be investigated by the supplier, (B)(4). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted, and no per form was provided. Bone density type is unknown. The reported implant is located on an unknown tooth site (universal) and had been in use for approximately 11 months, 19 days at the time the issue was reported. The length of the locator screw usage is unknown. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1246280). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1246280) for similar events and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported events (fracture screw) or product (tsvt4b10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, implant malfunction could not be verified, and the reported event was non-verifiable with the information provided.